Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had a skin rash and/or granuloma. Their doctor gave them medication for their rash. When they were on the medication, it helped with their rash but the rash came back once they were off the medication. The doctor told the patient that it was granuloma and was spreading. The patient was directed to follow up with their healthcare professional to determine the cause of the rash. It was later reported that the rash/granuloma had not been resolved. The patient's skin doctor started the patient on medication as the cream wasn't working. After a month, the patient went off of the medication. Within a week, the rash was back and the doctor started the patient back on medication for at least a month. It was asked how long after implant did the rash appear and it was reported to be within 5 weeks. They weren't sure if it was related to the implant as the patient didn't want anything to go wrong. The patient reported that the implant had changed their life. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.